Manufacturer narrative:
Outcome updated. Describe event or problem: updated with additional information received pertaining to patient's outcome which occurred in association with the non-reproducible access accutni+3 result.

Event description:
Updated information was received on 07/22/2016 pertaining to additional change in patient's treatment which included a cardiac catheterization procedure in addition to the hospitalization transfer reported in the initial MDR report (2122870-2016-00364).

Manufacturer narrative:
The customer did not supply patient demographics such as: age, date of birth, sex or weight. The customer did not supply the access accutni+3 reagent lot number, expiration date or date of manufacture. Beckman coulter (bec) field service engineer (fse) was not dispatched for this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, pre-analytical sample handling is the likely cause of this event, as the patient's sample contained a clot.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result involving the unicel dxi 600 access immunoassay system serial number (B)(4) for one (1) patient. Two subsequent draws for the same patient (designated as sample two (2) and sample three (3)) were run on the same unicel dxi 600 access immunoassay system and lower results, within the assay's normal reference range, were obtained. The sample was then placed on the laboratory's au analyzer (serial number unknown) and a clot was detected in the sample. An operator removed the clot from the sample and was able to process the sample on the au analyzer. The sample was then repeated on the same unicel dxi 600 access immunoassay system and a lower access accutni+3 result, within the assay's normal reference range, was obtained. There was change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 result, as the patient was admitted to the hospital. The customer did not supply any information regarding system parameters of qc, calibrations, system check or precision run. A clot was confirmed within the questioned sample. The patient's sample was collected in a serum separating tube and was centrifuged for eight (8) minutes at 7000 rpm (revolutions per minute. A clot was confirmed in the sample.